Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running. Customer blood glucose value was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reports insulin pump had not been exposed to temperatures below 41°f. Customer stated power error detected within a week of troubleshoot of previous occurrence. Advised customer to place insulin pump in storage mode and remove battery, press and hold the back button until the screen turns off. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current test and active current test. No power error noted during testing. Power error confirmed. Power error due to j6 connector resistance issue.